Event description:
Hill-rom received a report from the account stating the right intermediate siderail was not locking in the upright position. The bed was located at the account in room 06. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(6).

Manufacturer narrative:
The hill-rom technician found the d-pin and latch rusted causing the latch not to lock. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the d-pin and latch to resolve the issue. Based on this information, no further action is required.